Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a coronary planned treatment/ non-emergency treatment which was delayed for few minutes and completed as planned. The philips field service engineer (fse) examined the system onsite and determined that the system show pop up ¿please wait¿. Few minute later, pop up was disappeared. Fse restarted the system and could not reproduce the reported issue. As per fse the most probable root cause was due to ippc hung up. Fse did database consistency check. After restart system was working in a good condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that during an examination, "please wait" was displayed. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.